Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2019.

Event description:
It was reported that the patients ipg was difficult to charge and it had to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.